Event description:
A facility reported a certas valve (ID 828800) setting was "stuck" in 4. Patient presented with symptoms consistent with raised intracranial pressure, likely secondary to shunt malfunction; therefore, valve was removed on (B)(6) 2022. The valve was implanted around 2016.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - during the investigation, it was noted that the product ID is probably 828804 or 828805 (it was ask to the customer to confirmed the product ID but we didn't get any information). The position of the cam when valve was received was at setting 4. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The catheter was irrigated, no occlusion noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to valve implanted at inappropriate location or with excessive tissue thickness over the valve, so the valve could not be adjusted, at the time of investigation no programing issues were noted.

Event description:
N/a.